Event description:
It was reported that the sensor deployed on its own. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the sensor deployed on its own. Product was provided for investigation. The allegation was undetermined via product. The probable cause was unable to be determined via product. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).